Event description:
Per contact, during peg removal the dome detached from the tube. Contact does not know how many days it was in the pt or what the dr was using to remove the peg. The dome was removed endoscopically and there was no injury to the pt.